Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by the customer, inspecting the ward, the pediatric patient was asleep, found that the liquid was leaking, checked the connections of the infusion line, and found that the PICC membrane was broken, immediately. After the PICC was disinfected and the cannula fittings were replaced, the PICC showed blood return, the fluid was pushed smoothly, the exposed scale was checked, and there was no prolapse. No other information was provided.